Event description:
It was reported that during a peripheral interventional treatment procedure involving the superficial femoral artery, the unistep plus wallstent became stuck on the .035" amplatz guidewire and could not be advanced or pulled back. The physician subsequently removed the wallstent and the guidewire from the pt simultaniously as a unit. The procedure was successfully completed with another unistep plus wallstent. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The device has been rec'd for analysis, but requires additional investigation, which is not complete at this time.